Manufacturer narrative:
Section h10: (a1) patient identifier (in confidence): (B)(6). (A2) age at the time of event: 64 years. (B2) outcomes attributed to adverse event: added check for hospitalization - initial or prolonged. (D4) expiration date: 30-jan-2028, unique identifier (UDI) (B)(4). (D6) if implanted, give date: 14-dec-2018. (E3) occupation: physician. (G5) PMA/510(k)number: k061454. (H3) the revision reported was likely the result of incomplete seating of the torque defining screw, the humeral liner, or a combination of the two at the time of implantation which may have contributed to disassociation of the humeral liner from the humeral adapter tray. (H4) device manufacture date: 31-jan-2018. (H6) evaluation codes: 1924, 2923. Section h11: the following sections have corrected information: (e2) health professional?: yes. (G3) report source: should of been health professional on first report.

Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2018. Revision due to dissociation. Patient was on vacation and moved his arm back and felt a pop 6 weeks post op. Upon x-ray, poly had disassociated from humeral tray.